Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly a poor performer and had two electrodes outside the cochlea during initial implantation. The external visual inspection revealed silicone damage on the top and bottom covers, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.